Event description:
It was reported that during a coronary stent procedure for instent restenosis, it was observed that the struts of the previously implanted stent were fractured. Another MFR's stent was placed to treat the restenosis. Pt status is listed as "okay".